Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
On (B)(6) 2021, phacoemulsification and intraocular lens implantation were performed successfully under topical anesthesia in the right eye. The postoperative visual acuity recovered 4.90.5 8. On (B)(6) 2021, the patient felt the spot shadow floating in front of the right eye. The shadow is kp - keratic precipitates, inflammatory cells or pigment deposits on the posterior surface of the cornea. After treatment in the ophthalmology clinic the patient's vision recovered to 4.9 0.8 and the spot shadow floating in front of the patient's eyes has disappeared. Patient has recovered and is fine.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
On (B)(6) 2021 , phacoemulsification and intraocular lens implantation were performed successfully under topical anesthesia in the right eye. The postoperative visual acuity recovered 4.90.5 8. On (B)(6) 2021 , the patient felt the spot shadow floating in front of the right eye. The shadow is kp - keratic precipitates, inflammatory cells or pigment deposits on the posterior surface of the cornea. After treatment in the ophthalmology clinic the patient's vision recovered to 4.9 0.8 and the spot shadow floating in front of the patient's eyes has disappeared. Patient has recovered and is fine.